Event description:
The device has been returned for analysis.

Event description:
Boston scientific received information that before this device was implanted, device interrogation revealed two fault codes indicating a low battery capacity. The device had already declared a battery status of elective replacement indicator. The device was not implanted and is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the product has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was returned in the boxed. External visual inspection found no irregularities. The device had declared elective replacement indicator (eri) battery status on (B)(6) 2012, one week before the attempted implant. Review of the memory log confirmed that the device recorded multiple high power and low capacity faults. The device's power usage data was reviewed and it was found that the device started drawing higher than normal power on (B)(6) 2012. Review of the device's daily temperature measurements found that the device started recording higher temperature readings on (B)(6) 2012, with the highest recorded temperature measurement of 49.53 degrees celsius recorded on (B)(6) 2012. The device was then subjected to a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Laboratory analysis was unable to determine the cause of the high power and low capacity faults, as the device functioned normally throughout device analysis.